Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The flow control valve, solenoid, ventilator interface board, and ventilator engine were replaced, and the unit was returned to service.

Event description:
The hospital reported that, during a preoperative checkout, it was noted that mechanical ventilation was not functional. There was no report of patient involvement.